Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and that the reservoir leaked. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced. The products were not returned for analysis.